Event description:
During a surgical procedure, 'the tip of suture needle broke off.' Staff are unsure why this happened and if its due to faulty equipment or the surgeon using too much force. The broken bit was not left in the incision but removed. The patient was undergoing a scheduled left shoulder diagnostic arthroscopy, and open repair of acute massive rotator cuff tear.